Event description:
It was reported that customer received a minimum fill notification while attempting to load new insulin cartridge into pump, even though cartridge contained 300 units and usable insulin was greater than 50 units. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case as instructed, reloaded same cartridge without success, then loaded second cartridge from noted lot numbers, which resolved issue, and customer successfully loaded cartridge and resumed insulin delivery.